Event description:
During implant procedure, the helix was not able to retract following extension on the right ventricular (rv) lead. The issue was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix could not be retracted was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was measured to be within specification.